Event description:
Note: the report pertains to the first of two malfunctions that occurred during the same procedure. In 2008, it was reported to boston scientific corporation that a resolution clip device was used during an endoscopic retrograde cholangio-pancreatography procedure performed in the same month. According to the complainant, during the procedure, the endoscope "bumped the mucosa in the duodenum, and caused a bleed." The physician attempted to use a resolution clip device to achieve hemostasis; however, reportedly, "the clip would not deploy off the catheter." The physician attempted to complete the procedure with a second resolution clip device. Refer to MFR report # 3005099803-2008-03984 for details regarding the second malfunction.

Manufacturer narrative:
The suspect device has been returned, but the device evaluation is not complete; therefore, the cause of the reported event has not been determined.